Event description:
Overdelivery reported. The pump was set to infuse demerol 300mg/300ml at 25ml/h. The initial 300ml intravenous container was started at 1:45pm and was noted to be empty at 7pm. A second 300ml container was hung. It was discovered to be empty at 9pm after just two hrs. The device did not give any alarms during the infusions. The pt reportedly has a high tolerance for pain medication secondary to chronic use for sickle cell pain. He did not experience any adverse effects and did not exhibit any signs or symptoms of oversedation. Nursing suspects possible pt tampering, though the pt denied this when asked. The demerol infusion was discontinued.